Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12642. Related manufacturer reference number: 1627487-2019-12643. Related manufacturer reference number: 1627487-2019-12644. It was reported that the incision and the leads-extensions are causing pain at the base of patient¿s neck. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted to address the issue.